Event description:
Boston scientific crm received information that this pacemaker experienced an unspecified malfunction. Our company has no specific information regarding this allegation.

Manufacturer narrative:
The boston scientific crm sales representative was not aware of any device anomalies. Should any further information become available, this event would be updated.